Event description:
Medtronic received information that this patient was admitted to the hospital with severe paravalvular leak of their 29mm edwards s3 valve. On (B)(6) 2016 the patient required valve-in-valve treatment with a new transcatheter bioprosthetic valve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).